Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/06/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium results on a (B)(6) female patient. Customer states that they ran a cbc on an abbott cell-dyn and the results were in the normal range, but the results were highlighted and flagged, indicating a possibly hemolyzed sample. Customer states that follow up testing in the emergency room gave a potassium result of 4.2. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.